Event description:
A report was received from a foreign country involving product code t5c4326. Per the report, a spike of a transfer set almost came off a port of the uv twin bag when a patient exchanged a solution bag. The connection was secure at setup. According to the patient, no excessive force was applied to the connection. No patient injury was reported. The product was installed 30 days previous to this event.

Manufacturer narrative:
A device sample is anticipated, but has not yet been received for evaluation. A follow-up report will be submitted when the evaluation is completed.